Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the clinical study, post-operatively, patient had pulmonary edema. Patient was hospitalized for three(3) days.